Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal lioresal 500 mcg/ml at a dose of ¿109.98¿ via an implantable pump for intractable spasticity. It was reported that during a pump refill, the pump had a high discrepancy. The patient showed no signs of withdrawal. After observing the pump logs, there were no factors that could be observed that contributed to the issue. A roller study was performed under fluoroscopy with no movement from the rollers. A dye study was also attempted, but the catheter was unable to be aspirated. There were no interventions taken or scheduled. However, surgical intervention was planned. The issue was not resolved. The patient¿s status was alive ¿ no injury. The patient¿s medical history was not available. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient had a rotor/dye study performed in (B)(6) 2017 which the pump failed the rotor study. The study was performed more than once. The drug in the pump was gablofen. The pump may be replaced, surgical intervention was planned and the issue was not resolved as of the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received on 2017-may-08 from the patient's healthcare provider (hcp) via a manufacturer representative (rep). It was reported again that the pump had failed rotor testing and, before a dye study could be performed, the catheter was unable to be aspirated. During a consultation for pump replacement, the patient was reportedly hostile to the hcp and the manufacturer's representative regarding the failed rotor and dye study. The patient also reportedly believed that their pump was involved in a recall and was upset that they were not informed. The issue was not considered resolved at the time of the report. The patient¿s medical history included lateral multiple sclerosis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-may-09. It was reported that after the refill on (B)(6) 2017, the patient's pump "failed to record and deliver medicine." It was clarified that at the refill a motor stall was noticed. It was also noted that the pump may need to be replaced, and the patient wanted to speak with someone about compensation.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the actual reservoir volume was 11.2 ml, and the expected reservoir volume was 2.3 ml.